Event description:
It was reported that upon removing the stent protector from the liberte bare metal stent system, resistance was felt, and the stent became dislodged from the delivery system. The procedure was completed with another with same device. No impact to patient as problem was noticed prior to patient contact.